Manufacturer narrative:
A visual assessment was performed after disinfection. The catheter demonstrated signs of use. The working channel sleeve did not extend from the distal cap when received. A functional evaluation was performed. The distal tip articulated without issue. A spybite device was passed through the working channel without issue. The working channel sleeve did not extend when the device was articulated in all four directions or when the spybite accessory was advanced through the working channel. The reported complaint incident of ¿working channel sleeve protruding from spyscope ds¿ was not confirmed. The condition of the returned unit was not consistent with the complaint incident that the working channel sleeve protruded. Although product analysis failed to confirm the complaint, operational factors that were unable to be recreated during the investigation likely contributed to the reported complaint incident of wcs protrusion. The issue was most likely due to anatomical/procedural factors encountered during the procedure, therefore, the complaint conclusion investigation code for the complaint is operational context.

Event description:
It was reported to boston scientific corporation that a spyscope ds access & delivery catheter was used during endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, it was noticed that the working channel sleeve protruded out of the catheter. Reportedly, no part of the device detached. Reportedly, a guidewire and a electrohydraulic lithotripsy (ehl) probe was inside the spyscope ds when the working channel sleeve protruded. The procedure was completed with a different device. There were no known patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(Device evaluated by MFR., if not evaluated provide code). The returned complaint device was not consistent with the reported event of working channel sleeve protruding. Based on the investigation and the receipt condition/functionality, the complaint conclusion investigation code selected for the working channel sleeve protrusion issue is manufacturing process design. There is an investigation in place to address this issue. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a spyscope ds access & delivery catheter was used during endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, it was noticed that the working channel sleeve protruded out of the catheter. Reportedly, no part of the device detached. Reportedly, a guidewire and a electrohydraulic lithotripsy (ehl) probe was inside the spyscope ds when the working channel sleeve protruded. The procedure was completed with a different device. There were no known patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.